Manufacturer narrative:
Block b3: exact date unknown, event occurred the past year or so.

Event description:
It was reported that the patient experienced frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.